Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-14984. It was reported that the patient had unusual power supply issues. A review of the log files showed 3 pump stops, 33 low speed advisories, and 13 low speed hazards. It appeared these issues only occurred while the patient was on the mobile power unit (mpu). Hypovolemia was thought to be a cause so the patient's volume was restored and the patient recovered.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint experience, this abnormal pump operation appeared to be consistent with potential driveline wire compromise. Additionally, a specific cause for the reported hypovolemia, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The system controller log file contained data from (B)(6) 2022 through (B)(6) 2022. Intermittent low speed events were captured throughout the file beginning on (B)(6) 2022 which eventually resulted in pump stop events on (B)(6) 2022 and on (B)(6) 2022. These events occurred while the patient was connected to the mobile power unit (mpu). No other notable events or alarms were captured. It was reported that the patient experienced unusual power supply issues while connected to the mobile power unit (mpu), as well as low speed and pump stop events. The account suspected that hypovolemia was the cause of the low speed and pump stop events. The patient was treated at the hospital and their volume was increased. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists hypovolemia as a potential late postimplant complication. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.